Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient alleged that aviva meter shows signs of burning. Patient stated that the battery contact has a black burn spot. No adverse event reported. Requested return of the alleged device and replacement was sent.